Event description:
It was reported that during implant of the right ventricular (rv) lead, the suture sleeve wasn¿t gripping the rv lead and was able to slide easily in an out of the suture sleeve. The procedure was completed using an alternate lead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of loose suture sleeve was not confirmed. As received, a complete lead was returned in one piece with a suture sleeve. Dimensional analysis of the suture sleeve was all within specification final analysis found procedural damage with no indications of device anomalies.